Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no insufflation. They used distal insufflation and a btt port from a vasoview 6 pro. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).